Manufacturer narrative:
Other relevant device(s) are: brand name: micra, catalog #: mc1vr01-delsys / expiration date: 14-aug-2020 / serial#: (B)(4), UDI #:(B)(4). Device available for evaluation: no. Mfg date: 26-mar-2019. Labeled for single use: yes. Patient code(s): (B)(4). FDA conclusion code(s): 4315. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the locking mechanism of the delivery system (ds) appeared to not be working correctly. It was noted several times during the procedure the ipg pushed out of the cup despite being locked, no flush was being given at this time. It was also noted it was very difficult to pull the ipg into the cup. The ipg and ds were removed and replaced. No patient complications have been reported as a result of this event.